Event description:
It was reported to philips that the system's monitor was unable to display the live image.the device was in clinical use at the time of the event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during diagnostic planned procedure. The system automatically restarted and the procedure was completed. It was reported to philips that the monitor was unable to display the live image. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the main pc restarted when the apc angle call was entered multiple times in a short period without arm movement, due to the bodyguard or collision switch. The fse also found pressing the accept button repeatedly while the bodyguard sensor was activated caused the restart. To resolve the issue, the fse restarted the system. The defective part was sent for analysis for control module malfunction was observed and the failure was found to be loose float button and is no longer attached. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.